Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display due to heavy corrosion, mold, and rust on pcba1 especially around the battery connectors. Both the j6 and j7 battery connectors detached from the board as a result. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump screen was blank. The troubleshooting was performed and was advised to insert a new battery and display returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.